Manufacturer narrative:
(B)(4). The cause of the peritonitis was determined to be use error-poor aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of bacterial peritonitis with culture positive for staph aureus in a patient coincident with dianeal pd4 ultrabag therapy for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced bacterial peritonitis with culture positive for staph aureus manifested by abdominal pain and cloudy solution that required hospitalization (from (B)(6) 2011). On an unreported date, the patient was treated with cefazolin (1 g x 2 g/day) and gentamycin (40 mg x 80 mg/day). The cause of the peritonitis was poor environment. At the time of this report, the event of bacterial peritonitis with culture positive for staph aureus was ongoing and improved. Dianeal pd4 ultrabag therapy was not discontinued due to the event. The reporter considered the event of bacterial peritonitis with culture positive for staph aureus unrelated to dianeal pd4 ultrabag therapy.